Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving multiple inappropriate atp and shock therapies. The device was in unspecified reset mode. Upon review, oversensing was observed causing the rhythm to fall in the vf zone and to deliver inappropriate therapies. The ICD was explanted and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to the high number of high voltage charges. The device was tested on the bench after powering it from a power supply and no anomaly was detected. The device functionality tested normal.